Event description:
The customer reported that the device was used in a bypass of gastroenterostomy procedure. A sealing error and oozing occurred. The surgeon said the pt was big, so it might cause this. Another device was used. There was no tissue damaged.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.